Event description:
The suspect product was received and product analysis performed. Five portions of the lead assembly were returned, tie-downs were not returned. On the first portion, one set of setscrew marks were seen on the connector pin and canted spring scratches were seen on the connector ring. Abrasions were observed on the connector booth and outer tubing at various areas that did not penetrate, likely due to wear. Dried body fluids were seen inside the inner and outer tubing with no point of entrance noted other than the cut ends of the returned lead portions. Coils and tubing are stretched in some areas with wavy coils. Internal abrasions were seen in some areas. The end of the outer/inner tubes are cut and the coils are protruding out, likely due to explant procedure. The second portion showed stretched and kinked coils, with two pieces of coil strands were observed in the tubing. The surface of coil2 end located at 21mm appears twisted and the end is broken, possibly due to rotational forces at explant process. The third portion showed a pin coil break at the anchor tether with signs of a stress induces fracture with no obvious pitting. The fourth and fifth portions of the lead showed standard wear and explant related conditions. Incisions was made to check for continuity issues, no open circuit condition. Other than the identified coil2 break on the second portion and pin coil break on the third portion, no other discontinuities were identified. The allegations of fractured lead were confirmed. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Note that since a portion of coils in the electrode array section were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis worksheet was reviewed and no other anomalies were seen. Figures worksheet was reviewed and no other anomalies were seen.

Manufacturer narrative:
G2, corrected data: foreign was inadvertently not selected on supplemental report 1. H6, corrected data: f2303 was inadvertently used in the initial report and should not have been. H6, corrected data: supplemental report 1 did not update a, c, or d coding appropriately.

Event description:
Product analysis was completed on the non-suspect device. Historical impedance values were seen on (B)(6) 2025 (12822 ohms), (B)(6) 2025 (5948 ohms), (B)(6) 2025 (13741 ohms), (B)(6) 2025 (13104 ohms), (B)(6) 2025 (13859 ohms), (B)(6) 2025 (5385 ohms), and (B)(6) 2025 (14081 ohms).

Event description:
It was reported that during an outpatient follow-up, system diagnostics showing high lead impedance. They performed lead impedance checks four times, and the shown impedance value was over 10,000 ohms each time. X-ray images were received and reviewed. The feed-thru wires appear to be fully intact. The connector pin appears to be fully inserted. The lead wire appears to be routed behind the generator, and the lead wires are intact at the connector pin. No fractures or sharp angles could be seen on the visible portion of the lead but note that any fractures or microfractures on the portions of the lead that were not fully visible cannot be ruled out. The patient stated that they could feel the stimulation being delivered. The patient's medication was being adjusted by the physician. Per the physician, the pin seen to be fully inserted at the time of the initial implant (clicks heard when screwing lead and lead pin seen to be inserted). Per the physician, has not patient had any recent trauma to the site nor has manipulated the site. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was further reported that the patient underwent a full replacement. The lead is said to have broken off during removal. The suspect device has not been received to date.